Event description:
It was reported that there was an open area at incision¿s edge. The open area was first noted in (B)(6) 2013. Patient was referred to wound clinic and followed until 2013 (B)(6). It was stated that when the pump was visible due to worsening skin erosion the entire system was explanted on 2013 (B)(6). It was reported that the event resolved without sequelae. It was reported that the event was not related to device or therapy and unlikely related to implant procedure. It was reported that there were no signs of systemic or local infection; severity was reported as ¿mild.¿ the drug system was delivering dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).